Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was tb-0535fcs and the lot number was "kr109380". The product name was consistent with the complaint information. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record of osta for the lot indicated no anomaly with the event-related items below. Inspection. However, based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during a urological surgery right extended nephrectomy, after 20 mn of using the teflon on the jaw became detached. The intended procedure was completed with another device. The user facility states that significant delay in surgery. The following information was then obtained from the user facility. The teflon part was unstucked, but not detached. There was no patient injury reported.